Event description:
Customer reported an unexpected negative reaction on the echo using capture-r ready screen 3 plates (crrs 3). Customer stated that a patient sample had a negative anitbody screen on the echo but a positive screen in gel.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready-screen 3 (crrs 3), lot r022, and capture-r ready ID (crrid), lot id100. The returned customer sample was tested with retention crrs 3 , lot r022, and crrid, lot id100, on an in-house echo. The sample was nonreactive. The sample was also tested with selected reagent red cells from panocell-10, lot 09553, by manual tube method, using immuadd as the potentiator. The sample exhibited very weak reactivity with fy(a+b-) reagent red cells and was nonreactive with fy(a+b+) and fy(a-) reagent red cells at iat. The direction circular for capture-r ready-screen 3 and capture-r ready-screen ID states that negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. The customer's complaint appears to be related to the nature of the sample.